Manufacturer narrative:
Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the insulin pump's display was severely scratched. The mother stated the customer was unable to read the display as a result of the scratches. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.